Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in good condition, (it was a brand-new device). Per functional testing, when the start button was pressed the "no disposable" alarm turned on. The complaint was confirmed. The root cause was a defective microswitch. It was unknown what caused the malfunction. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The microswitch was replaced. The o-rings were also replaced. The device passed all functional and delivery tests.

Manufacturer narrative:
Other text: d4: UDI section is unknown, no information has been provided to date. G5:510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the device was put into operation for the first time, the hose system was not recognized. The device immediately went into the alarm state and could not be started. They also noted the spring on the hose inlet was bent.